Event description:
Reporter indicated a vns pt's generator was noted to be migrating following a moped accident. However, the actual cause of the migration is not known. Vns generator repositioning surgery and possible generator replacement is planned, but has not occurred to date.